Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 57, 107, 137 mg/dl. Tests were done within 10 minutes with a difference of 47%. Pt did not experience any adverse events. No further info has been reported.